Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was unpacked on (B)(6) 2017. According to the complainant, when the box was opened, the plastic seal was cracked making the device unsterile. Reportedly, this device was not used in the patient or procedure.